Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 6th, 7th, 8th <(>&<)> 9th distal stent wraps with struts raised. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was indicated that a resolute onyx rx coronary drug eluting stent used during a procedure became deformed during positioning/advancement with a stent strut lifted. No patient injury was reported.